Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tibial jig is damaged from impaction. No patient consequence.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: noticed, during the sterilization process. That the tibial jig is damaged from impaction. Needs replacing. The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation revealed, that the attune em tibial prox uprod has signs of impactions and deformation. Additionally, the device was chipped off near the lever. This type of damage is consistent with other tools. Hard edges and unintended impactions coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure since, the device was not returned. A dimensional inspection cannot be performed. The overall complaint was confirmed. As the observed, condition of the attune em tibial prox uprod, would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown. Therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.